Event description:
The customer had called back on (B)(6) 2012, reporting that the low sodium (na) recovery from their beckman coulter au600 clinical chemistry analyzer is still ongoing. The customer had initially reported the low na recovery issue on (B)(6) 2012 and had initially confirmed that the issue was resolved post troubleshooting and parts replacement. Please see medwatch #9612296-2013-00001, for the report of the event which occurred on (B)(6) 2012. The customer noted that they noticed low na recovery again on (B)(6) 2012. The customer indicated that the samples were repeated and the initial low na recovery were not reported out of the laboratory. There was no injury or change patient treatment in connection with this event. Instrument printouts and verbal examples of patient results with low sodium issue were not provided by the customer. Beckman coulter field service engineer (fse) was dispatched and replaced sodium (na) as well as chloride (cl) electrodes. The instrument was then verified and results met published specifications. Failure mode was determined to be the sodium and chloride electrodes.